Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and the outcome of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On the same day as onset, the patient began treatment with an injection of vancomycin (1gram/one bag, frequency was not reported), and meropenem (500 mg, three exchanges /day). At the time of this report, dianeal and extraneal therapies were ongoing. No additional information is available.